Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error message. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and customer reported a other critical pump error .no harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Both back and down arrow buttons were pressed to allow access to download unit, however, unit persisted on alarming critical pump error (open book) preventing download using thus software. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assembly, motor assembly and force sensor flex connector on gold traces had lead to corrosion. Unit also received with cracked case (battery tube), cracked case on battery side, pillowing keypad overlay and scratched case. In conclusion, unit came in with constant critical pump error alarm (open book) due to corroded electronic assembly. Unit was unable to download with thus software due to constant open book error and blue screen. Therefor unable to confirm customers allegations of a critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.